Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3899 showed no other similar product complaint(s) from this lot number.

Event description:
The patient, was admitted to 24 beds in ward 6 on (B)(6) 2020 for "trophoblastic tumor". It was reported 14 orders for response to chemotherapy, static treatment specialist nurse in the morning to prepare with the peripheral intubation in patients with central venous catheter kit and accessories for menstruation peripheral central venous catheter (PICC), catheter opened the package inspection before use when find single lumen catheter 9.5 centimeters in a foreign body outside the catheter, replaced catheter use immediately, and notify the head nurse ward, clerk, contact the manufacturer will have unknown foreign powder outside the single cavity catheter.